Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample probe collar wash of the unicel dxc 600 synchron system (unicel dxc 600) was leaking. Customer reported that about 5ml of liquid was on the covers of the instrument. Customer reported that the unicel dxc 600 gave autoloader position error and cc sample crane error before they found the leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe any leak. The fse could not duplicate the sample probe leak and motion errors reported by the customer. The fse performed preventive maintenance.

Manufacturer narrative:
(B)(4).